Event description:
It was reported that this non boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and reviewed possible options. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).